Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, a granuloma was observed and the neurologist prescribed topical diprogenta for 7 days. The area around the stoma was palpated and was hardened, reddened, and without pain. A sample was sent for culture. The patient was evaluated by gastroenterologist, who doubted there was an internal fistula and he was referred to a surgeon. The patient was evaluated by the surgeon who, after placing topical anesthesia in the area and trying to drain the area, was unable to drain it, so oral amoxicillin was prescribed for 7 days. On (B)(6) 2024, the neurologist reported she and the surgeon evaluated the patient and he was fine. The granuloma and hardening in the stoma area resolved.

Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.